Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the inability to obtain images was due to stress applied to the camera cable and the optical fiber inside it. During that time, the optical fiber inside the main unit was disconnected, so it was not possible to communicate normally. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the 4k camera head¿s image does not appear. The issue occurred during preparation for use and during an initial inspection. There were no error messages noted on the monitor and the procedure was completed with another of the same device. There was no patient harm or injury reported.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The image issue was caused by a faulty cable. Additionally, the camera head connector failed the leak test, and the rear cover label was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.